Manufacturer narrative:
The device was manufactured between april 23, 2018 - april 24, 2018. The actual device was not available; however, a photograph was received for evaluation. Visual inspection on the returned sample photos revealed that the bladder was ruptured. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During filling with 0.9% sodium chloride, ten small volume intermate balloons ruptured. There was no patient involvement. No additional information is available.